Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed that the blood sampling valve (bsv) actuator was not aligning with the bsv correctly. The misalignment caused the red blood cell (rbc) diluent dispenser to move slowly on the upstroke causing an improper amount of the sample to be delivered to the white blood cell (wbc) and rbc baths. The fse replaced the bsv actuator assembly to resolve the issues reported by the customer. Raw data has been requested but were not provided by the customer.

Event description:
The customer reported obtaining erroneous white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb), and platelet (plt) results on three (3) patients with low mean corpuscular hemoglobin concentration (mchc) results outside of the normal range from the lh 500 hematology analyzer. The customer indicated that the instrument generated intermittent hemoglobin and hematocrit (h&h) check failure messages. Erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer stated that the patient samples involved in the event were less than 1 hour old at the time of analysis. The provided instrument printouts indicated that the lh 500 analyzer generated erroneously low wbc, hgb, mean corpuscular hemoglobin (mch), mchc, and mean platelet volume (mpv) results, and erroneously high rbc, hematocrit (hct), and plt results for the three patients as compared to the repeat results for the same patients following completion of instrument repair, which the customer considered correct. Instrument specific flagging messages (+ and r) were recovered for rbc, hct, mch, and mchc parameters on the initial run of sample 1. A "+" flag indicates that the result exceeds the instrument's linearity (reportable) range and an "r" flag indicates that the results need to be reviewed according to the laboratory's protocol.